Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was at end of service (eos) upon receipt. No header damage found. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. A device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient's pacemaker (pm) exhibited premature battery depletion. The physician elected to explant and replace the pm. The patient condition was stable before, during, and after procedure.